Event description:
Dr reported event of "band dislocation" from journal article: "long-term results after laparoscopic adjustable gastric banding in adolescent pts: f/u of the austrian experience," surg endosc (2011) 25:2993-2999.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number. The info has not yet been received by allergan. Since allergan has not yet received this info, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Displacement is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling address the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."